Event description:
It was reported that right side electrodes 4-7 were showing high impedances. Additional information was requested but unavailable at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, product type: adapter. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).